Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays have been ordered. The pt is working with her physician to determine the next course of action.